Event description:
It was reported that the right ventricular lead was observed to have high out-of-range shock lead impedance measuring 150 ohms. Upon consultation, technical services confirmed the finding was likely attributable to lead calcification and recommended lead replacement. The plan is to replace the lead in the next few weeks. At this time, the lead remains in service and no adverse patient effects have been reported.